Event description:
It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The patient was noted to be in fair condition. After the patient was intubated, they were hypotensive. This occurred just prior to the pre-procedural transesophageal echocardiogram (tee). Anesthesia treated the hypotension and the procedure continued without incident. A 30mm watchman laa closure device was successfully implanted. The patient was in fair condition post procedure. However, when the physician removed the groin stitch, the patient had a vagal response. It was noted there were no issues at the access site. The patient's low blood pressure was treated with intravenous fluid, they were placed in the trendelenburg position and zofran was administered. A bedside echocardiogram revealed a small effusion, but nothing that required emergent pericardiocentesis. At some point, the patient was sitting up, vomited and aspirated per observation of the nurses. The patient passed away the following morning due to aspiration.